Event description:
While preparing for a case, a penumbra neuron 053 catheter was found to be leaking at the hub. It was discarded and never made contact with the patient.

Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.